Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The patient is male, from 1955 and has a reported bmi of 29. The patient underwent an initial left tha due to rheumatoid arthritis and other non-specified inflammation.one year later, the patient underwent a first revision due to dislocation and the head was exchanged and one year later from first revision, the patient had a second revision due to dislocation and this time both head and liner were exchanged. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). G2: foreign: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had a revision surgery due to dislocation, less than one (1) year after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.